Event description:
It was reported that the patient underwent a revision procedure due to right cylinder tear with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the patient experienced device no longer worked properly and presented to the physician two weeks prior to the revision.

Manufacturer narrative:
Device analysis: an allegation of a cylinder tear was reported. A fluid leak was identified near the proximal end of the cylinder body attributed to wear at a fold. Broken fabric threads were present and the kink resistant tubing was worn to the filament. Product analysis confirmed the reported event of cylinder tear. Visual and functional testing of the ams 700 cylinder confirmed the reported event of cylinder tear. A fluid leak was identified near the proximal end of the cylinder body attributed to wear at a fold, with presence of broken fabric threads. Product analysis confirmed cylinder leak as the probable cause of the event, as fluid loss in the cylinder could lead to allegations of cylinder tear. The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced back to component failure was chosen, as problems were traced back to a cylinder leak confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to right cylinder tear with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the patient experienced device no longer worked properly and presented to the physician two weeks prior to the revision.